Manufacturer narrative:
E1: name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State, province or territory: ca california. Post office or zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
The patient reported infusion set tape was not sticking and fell on day one of use because her set was tugged by the door by mistake and cannula was pulled outside the body on (B)(6) 2026.